Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Device analysis revealed that the device set eri/rrt while still in the box. Review of save to disk data showed that the device implant date was (B)(6) 2021 at 9 am; however the device attempted implant date on the mpxr is (B)(6) 2022. The save to disk also showed that the device most recent battery voltage was 2.962 volts, indicating that the device battery is recovering. It also showed that the rrt date was (B)(6) 2022. It showed that the device had 81.53 hours of egm usage. And most of all the save to disk showed that the device had 482.170 seconds of charge time which is equivalent to approximately 53 full energy shocks. The temporary eos condition due to low battery voltage was the result of the device being turned on a month before the attempted implant time resulting in the device sensing and having a lar ge amount of charge time in a short period of time that drew the battery voltage down and did not have time to recover fully before the attempted implant. There is no device anomaly and the device was found to meet specifications for normal device operation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) reached end of service (eos) upon interrogation. The device was removed from service. There were no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.